Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the electrode loop broke inside patient mid procedure during turp. The broken part was fully recovered as doctor had to x-ray the patient.